Event description:
I had a myomectomy with morcellation for a large fibroid. A bag was not used. I was not trying to maintain my fertility and did not want to have any more children. I was trying to avoid a hysterectomy. My fibroid ended up being leiomyosarcoma. On (B)(6) 2018 a hysterectomy, oophorectomy and cervix removal were performed by a different doctor. No evidence of spread was noted until (B)(6) 2019 when I had a vaginal cuff dehiscence. At that time I went in to surgery, where 30 plus tumors (approx) were found in my pelvis. I had a rectosigmoid resection with anastomosis, tumor debulking, vaginal cuff repair, and ablation. On (B)(6) 2019 another CT was performed and 10 plus tumors were found to be growing. I am set to have chemo (B)(6) 2019.